Event description:
Medics responded to a cardiac arrest, pt pulseless and apneic upon arrival, down time unknown. The pt was connected to disposable defibrillation electrodes, and the device placed in paddles lead. Reportedly, the device displayed the message connect electrodes. The message could not be cleared by the device operator. ECG electrodes were attached to the pt, the device switched to lead ii. The pt diagnosed as asystole. The pt was not resuscitated. The reporter stated pt outcome was not due to device operation. The reporter's opinion was based on an assessment of the pt's lack of viability.